Event description:
During a robotics prostatectomy, the scrub nurse was checking the instrument and the jaws would not open. It was removed from the sterile field and was replaced with another of the same instrument which functioned properly. No pt harm was noted.